Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The philips technician connected a monitor (vga) to the geoipc, but there was no signal. Upon troubleshooting, fse reseated the hdd, switched it on normally, and performed exposure. The geometry restarted by itself and lost activity on the monitor connected to the geoipc after the exposure. Fse confirmed the geo ipc was faulty and replaced it. After the replacement of the geo ipc, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura equipment must institute a routine user checks program. The responsible organization of the allura equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura system geometry movements were not possible. No harm was reported to philips. As per the service engineer, the stand and table were not switched on after system boots up and multiple restarts did not resolve the issue. Philips has started an investigation of this complaint.